Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient had ams products implanted including; apogee and perigee. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele, rectocele. The patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent mesh removal on (B)(6) 2007. (B)(4).